Manufacturer narrative:
(B)(6). Date of report: 06aug2019. The manufacturer's field service engineer (fse) provided remote troubleshooting and recommended that the customer swap the machine and proximal solenoids. It was further advised to replaced the da pcb if the off-set remains. Attempts to contact the customer to gather additional information was unsuccessful. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the customer ventilator pressure test was off-set during performance verification testing. There was no patient involvement.